Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. (B)(4). S/w 2.8c. P-cap locked in place properly during testing. Unit received with cracked case(battery tube), cracked battery tube threads, cracked retainer, cracked reservoir tube lip and missing display window cover.